Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 596 mg/dl. The customer did experienced the symptoms such as vomiting and that why they went into emergency room. Customer was in intensive care unit due to hyperglycemia. The customer was treated by intravenous insulin at the hospital. Troubleshooting was done for high blood glucose and under delivery. Customer reported that the insulin pump had fell out and then cracked and rail was also broken. Customer reported that the metal piece inside battery compartment came off 3 months ago, but had been able to work with that. Customer reported that they just came out of hospital from diabetic ketoacidosis. Customer also stated that the caused of high blood glucose was the battery on insulin pump was died. Customer also stated that the insulin pump alarmed insulin flow block repetitively, this was the past event he reported. Customer reported that the event was resolved by changing infusion set. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was unable to troubleshoot for lost sensor alarm, they already removed the sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected battery power loss noted. Device received with the three heat stake post broken on the battery cap and missing battery cap contact noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken belt clip rails, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device received with normal operating currents. No unexpected battery power loss noted. Device received with the three heat stake post broken on the battery cap noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken belt clip rails, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).